Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at 0.08695 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had three insulin flow blocked alarms and a possible over-delivery anomaly. The patient's blood glucose at the time of call was 282 mg/dl. The customer stated that an over-delivery may have occurred since insulin continued to drip from the tubing despite the active insulin flow blocked alarm. The patient had been experiencing hypoglycemia since 10am that morning. The customer had symptoms such as sweatiness, fatigue, irritability, shakiness, paleness, and memory loss. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was initiated and the insulin pump did not present with anomalies such as physical damage or alarms. The device programming was accurate. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.